Event description:
Medtronic received a report that the package was opened and hydrated. The development mark at the tip end of the microcatheter was not developed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 7mm. Additional information was received that the marker was not damaged or dislodged. In the double marking of the tip end, the tip end development mark was not developed. Additional information was received that clarified that the issue was there was a visibility issue with the marker. It was unable to be seen on imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and marker band were separated from the micro catheter and not returned for analysis. The edge of the break appears to be jagged. The distal catheter appears to have been shaped. Testing/analysis: the echelon-10 micro catheter total length (up to the proximal marker band) was measured to be ~152.8cm and the usable length (up to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿poor visualization ¿ marker band¿ was confirmed. The cause of the poor visualization is likely due to separation of the distal tip and distal marker band. However, customer reported the marker band was not dislodged or damaged. The break edge was found jagged, indicative of tensile failure. It is possible the damage occurred due to improper tip shaping. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel before the tip cooled following tip shaping. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.